Event description:
It was reported that while conducting a foley lifecycle assessment at (B)(6) hospital in (B)(6), the ed educator brought up an issue she experienced twice in the last week. She said that on two separate occasions, a straight catheter did not correctly drain the urine from the patients bladder. She said she could see urine in the catheter but that it would not flow all the way through.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "inner diameter of drainage lumen too small". The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while conducting a foley lifecycle assessment at (B)(6), the ed educator brought up an issue she experienced twice in the last week. She said that on two separate occasions, a straight cath, did not correctly drain the urine from the patients bladder. She said she could see urine in the catheter but that it would not flow all the way through.